Manufacturer narrative:
Concomitant medical products: dtba1d1 crtd, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient felt chest pain. A transmission observed the right atrial (ra) lead with intermittent undersensing. It was further reported that the patient was experiencing shortness of breath. It was also noted that undersensing was noted on the right ventricular (rv) lead. The ra and rv leads remain in use. No further patient complications have been reported as a result of this event.